Event description:
A pt was initially enrolled in the study in 2005. The vessel initially treated was in the right leg (mid to distal superficial femoral artery). The lesion was de novo, calcified and covering side branches. Pre-procedure stenosis was 100%. The lesion was pre-dilated. It was noted that a dissection was present at the lesion site. The dissection was caused during pre-dilation with an opta-pro balloon catheter. Two sirolimus coated smart stents were implanted. There was no stenosis post procedure and no dissection.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.